Event description:
Abnormal transfusion reaction occurred during cage procedure, osteomyelitis. Was placed on azithromycin. Put in hospital chills. Crp.h. Lab is off. Fever very low - incomplete. No sleep, pain, headaches, fusion. (B)(6) 2010 was given a fusion at c-3-4 c-6-7. Human cells tissues - suspected contamination. The therapeutic failure, life threatening, hospitalization, permanent damage. Required more intervention due to bone infection. Was put in hospital - now have to see a dr hematology, due to the transfusion reaction from the opteform allograft paste 2cc. Dates of use: (B)(6) 2009. Diagnosis or reason for use: fusion. Event reappeared after reintroduction: no.